Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2028). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the wires allegedly came with folds in the packaging, getting stuck in the dilator. It was further reported that the guidewire was fractured while opening of packaging. There was no reported patient injury.

Event description:
It was reported that prior to a port placement procedure, the wires allegedly came with folds in the packaging, getting stuck in the dilator. It was further reported that the guidewire was fractured while opening of packaging. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7f peel apart sheath loaded onto a vessel dilator and a j-tip guidewire were returned for evaluation and two electronic photos were provided for review. The photo shows the product label. Visual, microscopic and dimensional evaluations were performed. Uncoiling was noted throughout the proximal portion of the guidewire and the flat core-wire was noted protruding the uncoiled portion. A kink was noted on the center portion of the guidewire. Bends were noted throughout the distal portion of the guidewire. Manufacturing site evaluation of the sample found several bends through the guidewire, the flat wire was observed protruding from the unwound portion of the guidewire. Therefore, the investigation is confirmed for reported fracture, deformation and identified stretched, material protrusion and material separation issue. However, the investigation is inconclusive for the reported physical resistance and device damaged prior to use issue as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.